Event description:
It was reported that during patient use, the ventilator generated an error message. The patient was transferred to an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the alarm, the cable, and the motherboard. Parts were ordered. The customer was asked to provide the repair information once the repair was completed.